Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient was hit by a bull and followed up with a physician to check the implant. The x-ray imaging showed that the lead had migrated and had a kink. The device was replaced with a new lead and a new battery. The patient was reported to be doing great and is happy since their symptoms have improved. There were no reported patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient was hit by a bull and followed up with a physician to check the implant. The x-ray imaging showed that the lead had migrated and had a kink. The device was replaced with a new lead and a new battery. The patient was reported to be doing great and is happy since their symptoms have improved. There were no reported patient complications.

Event description:
It was reported that the patient was hit by a bull and followed up with a physician to check the implant. The x-ray imaging showed that the lead had migrated and had a kink. The device was replaced with a new lead and a new battery. The patient was reported to be doing great and is happy since their symptoms have improved. There were no reported patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Added code for impact codes (h6).